Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had a minor kink approximately 131.0 and 135.0 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). The embolization coil had offset coil winds and was compressed on its proximal end. The non-penumbra microcatheter was ovalized approximately 149.5 cm from the hub. Conclusions: evaluation of the 1st returned smart coil revealed offset and compressed coil winds on the proximal end of the embolization coil. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. The offset coil winds may have contributed to the reported complaint. Evaluation of the returned non-penumbra microcatheter revealed an ovalization on the distal end of the device. This damage may have contributed to the reported complaint. During functional testing, resistance was experienced while advancing the smart coil into the returned non-penumbra microcatheter and the device was unable to advance into the microcatheter. A demonstration smart coil was able to be advanced through the returned microcatheter without issue. Evaluation of the 2nd returned smart coil revealed offset and compressed coil winds on the proximal end of the embolization coil. This type of damaged typically occurs if the introducer sheath is not aligned properly within the hub of a parent catheter, which may cause resistance to be experienced. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed coagulated blood inside the introducer sheath. During functional testing, the smart coil was unable to be advanced out of its introducer sheath due to the coagulated blood. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00929.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00929.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician encountered resistance while advancing the first smart coil approximately 5 cm from the distal end of the non-penumbra microcatheter. The smart coil was then removed and was not used in the procedure. The procedure continued and another smart coil and eleven additional coils were successfully implanted into the target vessel using the microcatheter. While attempting to advance another smart coil through its introducer sheath, the physician encountered resistance at its initial position, and the smart coil was therefore removed and was not used in the procedure. The procedure was completed using two other coils and the same microcatheter. There was no report of an adverse effect to the patient.